Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a dipj fusion of the index finger, the surgeon was attempting to insert a 2.5 micro compression screw, (B)(4), one of the cutting flutes broke off of the distal end of the screw. The surgeon used a double ended k-wire and a profile drill for micro hcs and a 2.0 drill bit to a depth of 24mm to prepare the bone. The small cutting flute was lodged in the canal of the proximal phalanx of the index finger and could not be retrieved, however, the surgeon was not concerned of the piece floating around. Additional information obtained. The case was completed just as planned. The surgeon used a second 2.5 micro hcs and placed it over the broken hcs.